Manufacturer narrative:
Batch review performed on 20 october 2021. Lot 1900433: (B)(4) items manufactured and released on 25-apr-2019. Expiration date: 2024-04-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly 13 days after the primary. The surgery was completed successfully.